Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticking, had to press buttons couple times to work. Customer's blood glucose level was unknown. Customer reported that the backlight did not always works, wont light up screen. Customer reported that the motor was sluggish and louder during rewind, insulin shoots out during priming. Customer reported that insulin pump battery life was diminished. The insulin pump will not be returned for analysis.